Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead perforated the myocardium. It was also reported that the lead exhibited high thresholds and non-capture. The patient experienced chest pain and diaphragmatic stimulation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.